Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip jaw part melted and cutting and sealing became impossible, so it could not be used. The components of the device did not come off. They gave up evh continuation and changed the procedure to skip incision collection under direct vision. Due to an additional incision, evh abandoned the procedure and open vessel harvesting was done. There was no effect on the patient.

Manufacturer narrative:
(B)(4). There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #: (B)(4). Updated section: b-4, g-4, g-7, h-2, h-6, h-10.

Event description:
N/a.